Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced time clock anomaly. Customer's blood glucose was unknown. Customer reported that after one week of setting the clock, the time would be off by about one hour. Customer was advised that insulin pump would need to be replaced.